Event description:
Date notified: 2006, a model 1305 aspirator (vac pak) ) failed to operate on internal battery mode. An inspection of the device revealed a defective battery pack. The battery pack was replaced, the device was tested to specifications and returned to the customer. No pt was involved at the time of the device failure.